Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. Corrections to b5 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, a root cause of the reported event could not be determined, as the customer's complaint was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Correction from initial report: the customer reported a "b30" error message was generated and the device did not read any scope.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was verified to function as intended with no problems noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated and the device did "not ready any scope." There was no patient injury, associated with the problem, reported to olympus.